Event description:
Pt ahad completed dialysis. Pt had low bp and was waiting for bp to stablize. The nurse packed the arterial side of cath and moved to the venous side packed and clamped. The nurse stated "they had to hold with their fingers because the clamps were not working ." Pt was standing felt dizzy and fell to the chair. Pt coded. Pt was treated for air emoboli pt latter died.